Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant medical products: stent: 4.0x12mm, 4.0x28mm, 4.0x15mm, 4.0x23mm (x2) xience alpine. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Angina, myocardial infarction, and thrombosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to design, manufacture, or labeling. The 4.0x12mm, 4.0x28mm, 4.0x15mm, and two 4.0x23mm (xience alpine devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that the patient presented with angina and abnormal stress test. On (B)(6)-2015, the procedure was to treat a restenosed coronary saphenous vein graft (svg). The 4.0x12mm, 4.0x28mm, 4.0x15mm, 4.0x33mm, and two 4.0x23mm xience alpine stent implants were deployed without issue. The procedure was completed with no reported device or procedure issues. The patient was given integrilin during the procedure and plavix after the procedure. On (B)(6)-2015, while still in recovery, the patient experienced angina and an st segment elevation myocardial infarction (stemi) was diagnosed. Angiogram revealed thrombosis of the entire vessel including all deployed stent implants. Thrombus aspiration was performed, followed by balloon angioplasty, and the patient was given an additional dose of integrilin. There was no reported adverse patient sequela and the patient was transferred to the intensive care unit (ICU) for monitoring. There was no additional information provided.